Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had dislodged after cardiac surgery for valve replacement procedure. Additionally, ra lead measurement showed atrial sensing at 2.5 millivolts with high pacing threshold at 1.6 volts at 0.4 millisecond. Chest x-ray was performed and lead dislodgement was observed. The physician elected to leave the lead implanted and in service due to stable ventricular lead measurements. The patient will be further monitor at home. No adverse patient effects were reported.